Manufacturer narrative:
(B)(4). Conclusion: while in service, a review of the event trace revealed several "inop" conditions. The service technician replaced the main board as a precaution to address the inop conditions found on the event trace.

Event description:
The customer sent the ventilator in to have the 15k performance maintenance done with no patient involvement or reported malfunction of the device.